Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was also reported that the patient underwent gynecological procedure on (B)(6) 2004 and (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
Date sent to the FDA: 09/09/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 along with concurrent sacrospinous ligament vault suspension and posterior colporrhaphy due to sui, rectocele, weakened pelvic tissue and vaginal vault prolapsed. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems and recurrence. It was reported that the patient underwent a revision of mesh on (B)(6) 2006 for erosion of the mesh. It was reported that the patient underwent multiple trimmings done in-office on (B)(6) 2006 and (B)(6) 2007. It was reported that the patient underwent a revision of the mesh graft on (B)(6) 2008 for mesh erosion and inflammation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.